Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed auto mode switch episodes. Review of the episodes showed competitive atrial pacing due to intrinsic atrial events falling into refractory. The patient was asymptomatic. No intervention has been performed. The patient would continue to be monitored.